Event description:
Patient undergoing elective surgical procedure. Staff noticed black linear fiber floating in the IV fluids in the burette drip chamber. IV set disconnected from patient. Company notified. Product lot # unable to be removed from par due to unavailability of replacement. Remainder of supply with warning note to inspect each set before use. No harm to patient.